Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Heard an something noise during inserting the screw into the plate, and the screw did not lock. Inserted another locking screw, but did not lock.

Manufacturer narrative:
The reported event that during the insertion of a ¿locking screw axsos 3 ti 4.0mm / l44mm¿ into a ¿proximal lateral humerus plate axsos 3 ti for right humerus 3 hole / l86mm¿, a noise heard and the screw did not lock, and a 2nd ¿locking screw axsos 3 ti 4.0mm / l44mm¿ was used but did not lock either, could not be confirmed, since only one the reported screws was returned for evaluation and the reported failure mode could not be reproduced. Since the actual ¿locking screw axsos 3 ti 4.0mm / l44mm¿ was not returned, an inspection could not be performed. The reported ¿locking screw axsos 3 ti 4.0mm / l44mm¿ with cat # 661044, was used in combination with a ¿proximal lateral humerus plate axsos 3 ti for right humerus 3 hole/86mm¿ with cat # 627233, which is correct. As per op. Tech. (Axsos3_plh_optech_2017-13468): ¿according to the sps titanium ¿ axsos 3 titanium compatibility chart, the ¿locking screws axsos 3 ti 4.0mm¿ with cat # 661014_-095 are compatible with the following ¿axsos 3 ti 4mm¿: [¿] cat # 627203_-250 (proximal lateral humerus plates).¿ it was also reported that the screw was inserted without the use of a torque limiter. As per op. Tech. (Axsos3_plh_optech_2017-13468): ¿always perform final tightening by hand using the torque limiter (702760) in combination with a screwdriver bit t15 (ref 705015) and the t-handle (ref 702427). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 2.5nm. The device will click when the torque reaches 2.5nm. Ensure that the screwdriver tip is fully seated in the screw head, and do not angulate the screwdriver. [¿] it is best to insert the screw manually to ensure proper alignment in the core hole which aligns the screw so it locks properly after being fully advanced. It is recommended to start inserting the screw using ¿the three finger technique¿ on the teardrop handle. Locking screws should be aligned perpendicular to the plate/hole. If the locking screw head does not immediately engage the plate thread, reverse the screw and re-insert the screw once it is properly aligned. [¿] use low speed only and do not apply axial pressure if power screw insertion is selected. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power may negatively affect final screw insertion, and if used improperly, may damage the screw/plate interface (screw jamming). [¿] it is advisable to tap hard (dense) cortical bone before inserting a locking screw.'' A deviation from the proper usage instructions, could definitely lead to a compromise of the locking capabilities of the system and to unexpected noises during the insertion. As per IFU (v15013), ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments.¿ based on investigation, the root cause could be attributed to a user related issue. However, please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause. A review of the device history for the reported lot was not possible because the lot number of the device was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Heard an something noise during inserting the screw into the plate, and the screw did not lock. Inserted another locking screw, but did not lock.